Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) and has been completed. The reported problem (wont power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged u713 component on the distribution node pca. The root cause for the thermally damaged u713 component could not be positively identified. It cannot be ruled out that the high voltage deviation to the low voltage circuitry induced the thermal damage in the electrode belt. No adverse event resulted from the defective monitor and electrode belt. Manufacturing date: monitor: 10/24/2013, electrode belt: 01/10/2011.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the device would not power on.